Event description:
During cardiac catheterization, a cordis ms 5 was being used. The whole y wire outer coating separated from the wire and became stuck in the stylet. The equipment did not cause any harm. Different equipment was used without difficulty/injury/harm to the patient.